Event description:
It was reported that there were concerns this pacemaker was experiencing premature battery depletion (pbd). It was noted that the battery longevity had decreased from 10 months to five months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns this pacemaker was experiencing premature battery depletion (pbd). It was noted that the battery longevity had decreased from 10 months to five months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this pacemaker was explanted and replaced with a new device. No additional patient adverse effects were reported.